Manufacturer narrative:
E.1. Initial reporter facility name: (B)(6). A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using unspecified bd vacutainer® ultratouch¿ push button blood collection set, while activating the safety to retract the needle a dirty needlestick occurred to the healthcare professional. No adverse impact was reported regarding the patient or user.